Event description:
Pt undergoing femoral angiography due to acute peripheral vascular insufficiency. After procedures while pt still in angio-suite on fluorotable, c-arm of fluoroscopy machine rotated downward towards pt's thighs. Fluorotable broke upon impact and pt fell to floor. No apparent injury to pt. The c-arm was in the "off" position at the time. It apparently engaged on its own without operator involvement.